Manufacturer narrative:
The ventilator was investigated on site and the safety valve coil was replaced in the servo-u. The replaced part was returned for further investigation. Our investigation revealed that the returned safety valve coil was defective and the reported internal leakage test failure during pre-use check could be reproduced when the returned safety valve coil was connected to a test ventilator. The received device log files confirmed the reported failure, at reported date of event. Visual and mechanical investigation revealed foreign material most likely saline solution was found on safety valve membrane. This caused the opening and closing of the safety valve to be sluggish. A defective safety valve coil will in worst case result in stop ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The root cause for how the saline solution entered the ventilator is unknown.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).